Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/4/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an atrial flutter left (l-afl) procedure with a thermocool sf navigational catheter. During mapping of the left atrium, a perforation and cardiac tamponade were noticed as the patient's blood pressure dropped. The perforation and cardiac tamponade were confirmed by a transthoracic echocardiogram. The medical intervention provided was a pericardiocentesis and 700ml of fluid were removed from around the heart and 500ml were auto infused back into patient. The patient was reported to have stable vital signs when leaving the ep lab for the intensive care unit. The patient was in the hospital over the weekend and the plan was to send her home on (B)(6) 2016. No ablation had been performed. No error messages were observed on the biosense webster equipment during the procedure. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4)

Event description:
It was reported that a female patient underwent an atrial flutter left (l-afl) procedure with a thermocool sf navigational catheter and suffered a cardiac tamponade which required a pericardiocentesis. During mapping of the left atrium, a perforation and cardiac tamponade were noticed as the patient's blood pressure dropped. The perforation and cardiac tamponade were confirmed by a transthoracic echocardiogram. The medical intervention provided was a pericardiocentesis and 700ml of fluid were removed from around the heart and 500ml were auto infused back into patient. The patient was reported to have stable vital signs when leaving the ep lab for the intensive care unit. The patient was in the hospital over the weekend and the plan was to send her home on (B)(6) 2016. This account does not use our transseptal equipment or sheath. The st. Jude medical zurpaz sheath was used. No ablation had been performed. No error messages were observed on the biosense webster equipment during the procedure. Angiomax was used for anticoagulation and only one act was done 5 - 10 minutes after the medication started. The act was checked for levels above 300. The physician did not provide a causality opinion for the cause of this adverse event.